Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare provider reported "seroma" and "rupture" for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, missing, red particle in the shell and broken. A microscopic analysis was performed which identify sharp broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge broken in the posterior side assessed as unidentified (tear) broken. -missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported "seroma" and "rupture" for the left side. Device has been explanted and replaced.